Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that the fox plus was being used for pre-dilatation of a calcified right iliac artery. The balloon ruptured during first inflation at 6 atmospheres. There were no pt effects. A new unspecified balloon was used to continue the procedure. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been rec'd.